Event description:
The hcp and manufacturer's representative reports excess residual volume during refills resulting in a calculated under infusion of 5.6% -11.2% over the last 6 refill cycles; although the patient's previous refill had been much closer to the expected volume. The hcp and the manufacturer's representative notes that the patient has experienced a lack of drug effect/decrease in efficacy over the last several months. The drug contained in the patient's pump is diluadid (25 mg/ml) delivered at 25 mg/day. Two rotor studies were performed and appeared to be normal. The hcp is considering other troubleshooting options. No patient outcome was provided. Additional information has been requested from the hcp, but was not available at the time of this report.